Event description:
Pt noted to have multiple first degree burns on shoulders and back after trial warming blanket was used on pt in the intra-operative period (or time approx 7 hours). Concern regarding thermal burn v. Adhesive tape sensitivity.